Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device had been losing consciousness and falling. Of note, the device has been implanted for approximately 17 years. No additional information was provided. The device remains in service.